Event description:
Event description boston scientific crm received information that one day post implant it was noted that this defibrillation lead dislodged/migrated. The lead was repositioned further into the apex.